Manufacturer narrative:
Correction: a medtronic representative, following up with the site, reported that the issue occurred at the beginning of the surgery and was resolved with a reboot of the imaging system. The half white images were not used for the procedure. Based on this information it has been determined the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative inspected the imaging system on-site and the issue was not replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system was displaying images as half white on the mobile view station (mvs). No adverse affect to the patient was reported. No additional details were provided.

Manufacturer narrative:
(B)96).